Manufacturer narrative:
This report is being submitted to updated the information in section b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of myopotential noise and low amplitudes. It was noted this lead was almost 20 years old at the time and the patient had a recent device replacement. Technical services (ts) noted there was three seconds of asystole due to pacing inhibition. Ts also noted there may be an anomaly with the lead and recommended bringing the patient in for more testing. This rv lead remains in service and no additional adverse patient effects were reported. Additional information was received, and it was reported that the patient was seen in the clinic and the physician reprogrammed the sensitivity, which resolved the oversensing. It was noted the patient would get a chest x-ray and meet with the physician to discuss next steps. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of myopotential noise and low amplitudes. It was noted this lead was almost 20 years old at the time and the patient had a recent device replacement. Technical services (ts) noted there was three seconds of asystole due to pacing inhibition. Ts also noted there may be an anomaly with the lead and recommended bringing the patient in for more testing. This rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.